Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown, lot# unknown, product type: unknown. Product ID: pnma01411a004, product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via the manufacturer's representative (rep) reported that as a result of the issue with the implantable neurostimulator recharger (insr), the patient's device had gone into overdischarge. There was a blank and cracked insr screen and the insr would not turn on. The broken insr and overdischarge occurred in (B)(6) 2015. A broken belt was also reported and it was noted the patient did not have his ac wall cord. The patient had this issue earlier and contacted patient services at that time and there was some mix-up in the product that was shipped to the patient. A physician mode recharge was successfully performed on (B)(6) 2016 and the patient had good coverage of his stimulation once again. There were no symptoms reported. Relevant medical history included non-malignant pain and complex regional pain syndrome type 2.

Manufacturer narrative:
Analysis found that the lcd was cracked and the recharge board displayed inaccurate charge levels of the recharge battery. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.